Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had staphylococcal infection and was back in the hospital. It was not sure what or where the infection from. The physician did not believe that infection was device related.

Manufacturer narrative:
Additional information was received that the physician did not believe the infection to be procedure related. The infection was believed to be an intestinal bug.

Event description:
A report was received that the patient had staphylococcal infection and was back in the hospital. It was not sure what or where the infection from. The physician did not believe that infection was device related.